Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. During troubleshooting, the ventilator was found to be leaking from the patient circuit and wouldn't not allow the ventilator to pressurize. The service technician also found zero and span to be out of specification. Adjusted these to meet OEM specifications and replaced the performance checks label on top of ventilator to the newer version. Performed patient circuit calibration and performance check, the ventilator passed all tests and met all specifications.

Event description:
It was reported to vyaire medical that the ventilator was alarming and stopped oscillating. There was no report of any patient involvement associated with this reported event.